Event description:
Customer reported that she is unable to use any bolus due to the numbers ramping on their own. Customer removed the batteries and received a battery out limit alarm. Customer was unable to clear the alarm and stated that the up or down buttons may be stuck. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarm noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No ramping numbers noted during testing. Unit received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.